Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tnl) results from multliple patient samples that were generated by the unicel dxl 800 access instrument the customer indicated that the erroneous accu tnl results were obtained over a period of four (4) months. The customer provided results from 9 different patient samples. The initial accu tnl results were in the range of 0.75ng/ml to 3.87ng/ml. The patient samples were re-tested for accu tnl. The repeated accu tnl results were in the range of 0.02ng/ml to 0.47ng/ml with one flyer from 1 patient (0.53ng/ml). It is unknown if the erroneous accu tnl results were reported out of the lab. Based on available information, the customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected to this event.